Event description:
It was reported: this is the 2nd revision surgery for this pt. The first revision surgery replaced a recalled inter-op shell with a competitor's shell. This revision surgery replaced the head with another that is 6mm larger.